Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced underfill or low draw. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the tubes is not filling properly. The tubes did not have any vacuum in it at all, blood would just spray on the tube lightly, but not even get a full drop. We had the lab technician who picks up the specimen give us one of theirs and it worked perfectly fine. We do not have the tubes; they were discarded in sharps container as they were contaminated with blood sprays.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd vacutainer(r) k2 edta (k2e) 3.6mg blood collection tubes experienced underfill or low draw. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the tubes is not filling properly. The tubes did not have any vacuum in it at all, blood would just spray on the tube lightly, but not even get a full drop. We had the lab technician who picks up the specimen give us one of theirs and it worked perfectly fine. We do not have the tubes; they were discarded in sharps container as they were contaminated with blood sprays.